Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced a granuloma. The patient was not getting effective pain relief despite being on high doses. The patient was on a mixture of unknown drugs. The infusion of the drug was stopped. Magnetic resonance imaging (MRI) was obtained with an additional follow up showing signs it's resolving (much smaller than initial MRI) the issue had not been resolved at the time of the report. Patient status at time of this report was alive; no injury. The pump was delivering an unknown medication. Interventions, drugs in the pump and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.